Event description:
It was reported the pt had abdominal stimulation three days post implant. An x-ray showed slight lead migration of the lead. The lead was replaced and pulled down 1/2 vertebral body from the previous lead position. Post replacement, the pt continued to only feel abdominal stimulation. Add'l info received indicated the pt also experienced heating in the pump pocket and chose to turn off the device. Add'l problem solving with the device resulted in no changes in stimulation and therefore the entire system was explanted.